Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4), model: sc-8352-70, serial: (B)(4), batch: 16241067.

Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.